Manufacturer narrative:
This follow up report is to correct the manufacturing site and provide an updated MFR report number. Please use 1314956-2014-00003 MFR report number to refer to this event.

Manufacturer narrative:
Lenses were not returned. Lot numbers are unknown. The complaint is unconfirmed. The association between coopervision lenses and the incident is uncomfirmed.

Event description:
Coopervision was made aware on (B)(6) 2014 by the husband of the patient regarding past multiple infections 2-3 years ago (on or around (B)(6) 2011) with proclear toric xr lenses. Two eye care practitioner (ecp) offices were contacted. One practice stated that the patient has not been seen since (B)(6) 2011. The patient had a left eye ulcer. The patient over wears and sleeps in her lenses. The patient was told to discontinue contact lens wear but was noncompliant. No additional information was provided from this practice. This event is being reported in an abundance of caution for the alleged past multiple infections with the proclear lenses. No lenses will be returned and the lot numbers are unknown.